Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a retained capsule. There was no reported patient outcome.

Manufacturer narrative:
Additional info: (intervention required),(serious injury), (fdp).if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a retained capsule. It was confirmed with a chest x-ray that the capsule dislodged from the esophagus approximately 15 days after placement. The patient did not return for another procedure.